Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag were leaking from the center port at the ridge. The leak was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Only one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the sample and a leak from the spike port cap was observed. The reported condition was verified on the returned device. The cause of the condition could not be determined. This issue is being further investigated. The second device was not received for evaluation; therefore, a device analysis could not be completed on that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.